Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported via trial that a physician trained in the use of the perclose proglide achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, post-procedure, the groin developed oozing. After the site was injected with epinephrine and lidocaine, per hospital protocol, the dressing was changed, and manual pressure was applied with a sandbag; the oozing resolved. There were no reported adverse patient effects. No additional information was provided.